Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an air detected in cassette alarm during dwell 5 of 5 of treatment and discovered a fluid leak. It was reported that the leak was caused by a loose connection. There was no fluid in or on the cycler. Upon follow-up with the patient contact, it was clarified that the leak occurred between the patient¿s safe lock adp luer lock connector and the baxter solution bag. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment because they were towards the end of treatment. It was confirmed that the product sample is not available to be returned to the manufacturer for physical evaluation because it was discarded.